Manufacturer narrative:
The device was returned for investigation and the reported malfunction was confirmed. Additionally, the investigation discovered damage of the seal of the connector and a cut on the cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the device has smashed tips on the connector making it difficult to connect. The most probable cause is component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had problems connecting to the complete video and would not connect to the tower before or after the procedure. The reported malfunction occurred during reprocessing. There were no reports of patient injury or medical intervention associated with this event.